Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 450cc, catalog number: 3504504bc, serial number: (B)(4), lot number: 5919040. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and experienced rupture on the left side and a tingling sensation. A breast mass was found on the left side via mammogram after patient reported a lump to her physician. The patient underwent a core needle biopsy and a breast cyst was discovered. The results were negative for malignancy. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be ruptured. It was received in two parts. In addition, a crease was noted within the tear. No other observations are discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/2/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7/23/2019, additional information was received indicating the patient experienced bilateral rupture and bilateral capsular contracture baker grade IV. The patient underwent removal and replacement with mentor memorygel breast implants 475cc, catalog number 3504754bc, lot number 7704869, serial number (B)(4) (r) and (B)(4) (l). Manufacturer¿s reference number: (B)(4).